Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and product line, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Upon extended investigation, it was determined that the serial number provided by the customer (nagz157-j0281) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 was updated to unk this serves as a correction report. Section d1(brand name) , d4 (model #) and h10 (additional mfg narrative)was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "slow to respond" power on issue with the adc device. The customer experienced low blood sugar, tremors, and dry mouth and was treated with oral glucose by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The available tripped trend reports were reviewed for charging cable and ac adapter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "slow to respond" power on issue with the adc device. The customer experienced low blood sugar, tremors, and dry mouth and was treated with oral glucose by a healthcare professional. There was no report of death or permanent injury associated with this event.